Event description:
Information was received from a consumer and company representative (rep) regarding a patient receiving intrathecal unknown medication via an implanted pump for complex regional pain syndrome type I and non-malignant pain. It was reported that the patient had been having issues with the communicator since they received it. When the patient would go to give themselves a bolus a lot of times it would say it could not be found or it would take forever to get anything going, sometimes over 5 minutes. The patient spoke to a representative who suggested the patient call medtronic to have the data removed. During the call patient service walked patient through resetting the handset/comm. The agent had the patient clear the data. The agent reviewed correct communicator positioning. The patient would monitor the issue and call back if needed.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.